Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of trace diffuse lamellar keratitis with white inflammatory granules near inferonasal flap interface. Topical steroid eye drop dosage increased. Pt noted vision was good. Upon follow up, reporter indicated the pt issue was resolved.